Event description:
Reportedly, the device displayed a pt rythym as dashed lines. A backup device was made available and used. The pt was transported to the hosp. The reporter stated there were no adverse affects to the pt resulting from the failure.